Manufacturer narrative:
On march 08, 2022, the mentor analysis lab receive the medical device for evaluation. Paperwork that returned with the device provided an updated date of explantation of (B)(6) 2022. Additionally, the replacement devices used in the breast augmentation revision surgery were 450cc mentor memorygel breast implants. An evaluation was completed on march 14, 2022. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic/latino female patient had undergone a primary breast augmentation surgery with implantation of a 450 cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced baker grade iii capsular contracture to the right breast prosthesis which was confirmed after a physical exam with their healthcare professional. As a result, the patient underwent removal on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).